Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed endocarditis. The leads were explanted and not replaced. No further patient complicatoins have been reported as a result of this event.